Manufacturer narrative:
The reason for this revision surgery was reported as damage incurred from prolonged use and through misuse or rough handling. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The drill has been returned and the distal tip was not made available to djo surgical for examination. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - surgeon was attempting to drill center peg for non cannulated reamer and the very distal tip broke off in the patient's glenoid. Another instrument tray was available and utilized to complete procedure. Distal tip was not able to be retrieved and was left in place.